Manufacturer narrative:
(B)(4). The customer reported the device was 'crashing.' There was no report of pt involvement or adverse pt impact. Subsequently the local philips rep clarified the symptom as intermittent error code 10004. Since the customer refused service for philips to evaluate and repair the device, we cannot determine the cause of the customer's reported symptom.

Event description:
The customer reported the device was 'crashing.' There was no report of pt involvement or adverse pt impact.